Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, verified the shipping address, and instructed the customer on storing and returning the faulty pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy and acknowledged understanding of the return process.